Event description:
Intravenous pump and channel began to spark and smoke while connected to the patient. Staff intervened and disconnected the pump and placed it out of service; notified hospital biomed. Patient: 4582. Device: 2595, 1585. Reference reports: mw5187844.